Event description:
It was reported that the lead exhibited high pacing threshold and out of range shock impedance measurements. While the physician was extracting the lead, part of the lead was abandoned in the patient. The physician attempted to then extract this right atrial (ra) lead to gain venous access, but this lead came apart and had to be partially abandoned. Subsequently a new ra lead was successfully implanted. No additional patient adverse effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).